Event description:
The customer reported the system displayed a control panel error message. This error causes the system to immediately shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair info is not available.